Event description:
Patient was revised to address stem loosening, pain and osteolysis. Report also noted that acetabular cup has remained in the patient.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the warsaw and international complaints databases and/or a review of device history records were not possible as the required product/lot code combination was not provided. The investigation can draw no conclusion regarding the reported event with the information available. It is known the asr platform was voluntarily recalled from the market in august 2010 and the asr product codes are now considered inactive. Based on the inability to determine root cause, the need for further corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).